Manufacturer narrative:
Upon inspection the baxter technician determined that the wheel was lifting when weight was applied due to the lift mast being bent. Viking m mobile lift is a general-purpose lift with the intended use in, health care, intensive care and rehabilitation. Viking m mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions viking m mobile lift gives a flexibility for most lifting situations such as lifting to and from wheelchair, bed, toilet and floor. The customer decided to scrap the unit to resolve. Based on this information no further actions are required.

Event description:
The customer contacted technical service to report that the viking m, had an issue, one wheel left the floor when lifting. This occurred during biomed testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was requested for service/inspection by baxter.